Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.00mm x 20mm maverick balloon catheter was advanced for dilatation. However, during inflation at nominal atmospheres, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported, and the patient was in good condition.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.00mm x 20mm maverick balloon catheter was advanced for dilatation. However, during inflation at nominal atmospheres, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported, and the patient was in good condition. It was further reported that due to a calcified lesion during initial inflation, the balloon ruptured. Furthermore, the device was removed successfully.

Manufacturer narrative:
E1: corrected initial reporter zip/post cod and city. E1: initial reporter phone and email: updated. Device evaluated by MFR.: returned product consisted of a maverick 2mr balloon catheter. The device was visually and microscopically examined. There was contrast and blood present in the inflation lumen and balloon. The balloon was loosely folded, and the tip of the device was damaged. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was a pinhole on both sides of the distal markerband. The device failed to inflate to rbp. Product analysis confirmed the reported event, as during functional testing the device was found to have two pinholes to the balloon.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.00mm x 20mm maverick balloon catheter was advanced for dilatation. However, during inflation at nominal atmospheres, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported, and the patient was in good condition. It was further reported that the device was inflated once on a calcified lesion. Furthermore, the device was removed successfully.